Event description:
On multiple occasions, staff have noticed that IV tubing is becoming disconnected above one of the luer lock ports. A nurse noticed that a tubing line fell apart while in the pump and infusing medication to the patient. Another nurse reported that she was spiking a medication and the IV tubing fell apart. The assistant nurse manager reviewed tubing in stock and found one product that appears to be broken while still inside the packaging. All occurrences were from the same lot number. Staff are inspecting tubing prior to administration to avoid further patient care delays. Manufacturer response for set, administration, intravascular, alaris, smartsite (per site reporter). This will be returned for failure analysis. Any further correspondence will be shared.